Event description:
It was reported that a patient presented in clinic where their pacemaker longevity notation showed an overestimation. No changes were made. There were no patient consequences.

Manufacturer narrative:
The reported event of estimated longevity difference between two consecutive sessions was confirmed. The cause of the difference could not be determined from the available data.